Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages, damaged cable) was confirmed due to the electrode belt¿s distribution node (dn) to rear te cable and ECG "a&b" cable being severed, damaging wires in the cable. The belt was unable to pass detect and treat testing. The root cause for the cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages and the electrode belt's cable was damaged.